Event description:
This is an international report where the patient adaptor was not connected to the titanium adaptor well, when the customer changed transfer set. There was no patient injury or medical intervention. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab as hard to connect, due to visible damage to the connector of unknown origin. The connector appears to have been melted, but in a way which likely occurred after it was molded. The cause of this damage is uncertain. The difficulty in getting a firm fit appears due to this melting damage to the connector. The lot number is unknown; therefore a batch review cannot be performed.